Event description:
It was reported that the patient with this left ventricular (lv) lead started getting stimulation when sitting up a month ago. Additionally, clinic testing showed good thresholds but stimulation. Boston scientific technical services suggested an x-ray to check for movement or fracture, check all vectors again, try longer pulse widths and to program right ventricular (rv) only. This lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).